Event description:
Bulkamid sheath cracked during case. A new one was obtained. Sheath was inside the patient but fully removed. A cystoscopic examination was performed to ensure there were not any particles left behind in bladder or bladder neck. Proceeded with case - no patient harm.